Event description:
Physio-control received a report from the customer that the device could not be turned on when the lid was open. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The reported issue was determined to be a faulty reed switch. The device was archived and physio provided a replacement to the customer.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that the device could not be turned on when the lid was open. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient involvement associated to this event.